Manufacturer narrative:
Product serial number was previously reported as (B)(4).

Manufacturer narrative:
As received a complete lead was returned for analysis. The s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies. The reported event of loss of capture was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up with the left ventricular lead exhibiting loss of capture. A chest x-ray confirmed the lead was dislodged from the coronary sinus. The lead was explanted and replaced. The patient was stable.